Manufacturer narrative:
The reported complaint of air in line could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined.

Event description:
The event involved a 99" (251 cm) 20 drop y-type blood set w/200 micron filter, hand pump, 2 clave®, rotating luer where it was reported that the little dripper gets air in blood set, hard to prime and infuse blood products. The medication being used with this is albumin. There was patient involvement, no patient harm or adverse events. There was delay in therapy.